Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported a thin flap during a refractive procedure on a patient's left eye. To much moisture under the patient interface was noted. Flap was not lifted. Patient will returned in six weeks for retreatment of the left eye. Upon follow up, it was noted that there were too many tears on the eye and possible suction loss. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, no negative consequences for the patient. Flaps were not lifted but will be at a later date. A high resolution anterior optical coherence tomography of the cornea will be performed to measure the thickness. Flap will then be lifted. Additional information was received. The doctor did not lift the flaps correctly. The flaps were lifted (without laser retreatment) during a later visit which meant that the initial treatments was correct. Site now uses a different instrument to lift flaps.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The field service engineer verified the system successfully on site. Acrylic flap cut verification shows that the flap thickness including all settings are within specifications. Thus, no technical root cause can be identified. Potential contributing factors to thin and/or incomplete flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).